Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not powering up. Upon further inspection, philips remote service engineer (rse) confirmed that the circuit breaker in the site was tripped. Rse removed signals and checked the software. The facility engineer resolved the issue by resetting the circuit breaker. After that, the system was returned to use in good working order. External power failures or circuit breaker tripping may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main room circuit breaker is tripped that is not caused by the azurion or allura device. Since the malfunction of an external circuit breaker would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not power up. The device was outside of clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.